Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrf rf needle was selected for use during a watchman procedure. Physician was dragging the nrg needle from superior vena cava into septum. Then, patient went into asystole. Compressions started. A temporary pacemaker was inserted. Thus, the watchman procedure continued and it was completed successfully. The temp pacemaker was left in place. No other patient complications were noted. The device is not expected to be returned for analysis (disposed). The patient is fully recovered. The current status is unknown. No issue was noted with the nrg needle. The septum was crossed with no issues after the intervention. There were two attempts to cross the septum, and rf was applied once, with the same nrg needle. Nothing unusual about the patient anatomy was noted. In the physicians opinion, the device contributes to the patient complication, since the patient went asystole when trying to cross the septum.